Event description:
On 04/07/1997, the depuy rep in france requested a custom femoro-tibial nail be made for a knee arthrodesis (locking). Because of france's strict confidentiality laws, no pt info was given as to why the surgery was to be performed (later informed pt had cancer in the implanted leg). The implant was performed on 04/28/1997. Ten weeks later the implant broke and the surgeon performed an amputation.